Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported that the patient's ipg was explanted for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.